Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead, placement difficulty was encountered with the lv lead due to placing the lead in a small vessel. After successfully placing the lead and connecting to the device header, high out of range pacing impedance measurements greater than 2,000 ohms was observed. The lead was visualized to be appropriately connected to the device header. The lead vector was changed and pacing impedance measurements were observed to be within normal limits at 1,300 ohms. This product remains implanted and in service. No adverse patient effects were reported.